Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless ipg exhibited high thresholds post cutting of the tether. It was noted that the device had been deployed and recaptured multiple times. An atrioventricular node ablation was curried out and the thresholds climbed even higher. It was then observed that perforation and occurred and the patient experienced tamponade requiring a pericardiocentesis. The leadless ipg was not activated and remains in the patient with a replacement transvenous system being implanted . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4), UDI #:(B)(4), dev rtn to MFR? No. Mfg date: 28-sep-2020. (B)(4). If information is provided in the future, a supplemental report will be issued.